Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had been having a lot of leakage since about 6 months ago (patient stated it was before (B)(6) 2023) that it had gotten worse since then and they wanted to know when they last had their battery replaced. The patient stated they had been trying to connect to their settings but were unable to connect because they were getting the "poor communicator" screen. Patient stated they thought something was "up" because they'd already changed the batteries with brand new aaa alkaline batteries but they still got 'poor communication." The patient was walked through trying to connect using their antenna and patient received the poor communication screen again. Then the patient unplugged the antenna and placed the programmer directly over the ins site and the patient was able to connect to see their settings. The therapy was off and it showed the patient was at 1.1 v. They denied that they had turned the therapy off and stated no one had turned it off as they kept the programmer tucked away with their medical stuff. The patient stated "no one would have touched it." The patient didn't seeing a low ins battery icon or message. Reviewed with t he patient to decrease the stimulation first and was going to have the patient then turn the therapy back on, however the programmer shut off. The patient went through with connecting to their settings again and they had been able to bring the stimulation down to 0.7 v and the patient tried to turn the therapy on again, but it wasn't turning on and then the patient commented they saw a battery pop up and then the programmer shut off again. The patient switched out the programmer batteries and the patient stated "they're from the same pack that the other batteries were from" but the patient switched the batteries and they were then able to connect to the ins and power the ins back on and the patient was able to increase the stimulation to a comfortable level of 1.3 v. The patient was redirected to follow up with their health care provider (hcp) and the patient stated their hcp had died and they didn't have an hcp now. The patient was sent physician listings. The patient stated "ouch" and stated, "it's shocking me." The patient said, "it does that a lot" and stated that had been going on for the past 6-7 months. The patient was directed to follow up with a new health care provider (hcp) to check the implanted system.  See (B)(4) about previous device.